Manufacturer narrative:
Other, unsuccessful valve replacement. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful valve replacement. There was insufficiency of the ventricular distention. No further details were provided. Information learned from the operative report.